Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 377775, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient requested a pocket revision in order to improve the comfort of the implantable neurostimulator (ins). During the procedure, the physician was dissecting the tissue around the lead and the wire pulled apart, separating the lead from the insulation/exterior. No environmental or external factors were reported that may have led or contributed to the issue. It was noted that the lead was visibly compromised. The physician explanted both old leads and implanted two new replacements. The issue was resolved. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.